Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirement; when unit is properly positioned and put under pressure, unit would not have slipped. The device history record review showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. The complaint was not confirmed. Root cause was unknown however, the most probable root causes are: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Off-label use of device during procedure (user error). Device used with incorrect/ unauthorized devices/accessories for procedure.

Event description:
A materials coordinator reported that the a1108 mayfield triad skull clamp was involved in a patient slippage. When the surgeon started the burr hole, the patient moved their head and slipped out of the mayfield. Additional information received on (B)(6)2019 indicating that the date of the incident occurred on (B)(6) 2019 to a (B)(6) year old female patient. It was reported that the patient was awake for the craniotomy. The patient¿s head was pinned in the mayfield skull clamp by the attending surgeon. When the surgeon attempted to drill, the patient was startled and moved her head, causing her to slip out of the mayfield pins. There was no injury to the patient.